Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)

Event description:
Customer reported low blood glucose symptoms and self treated with food. She then received the following results on the aviva system within 10 minutes: 412 mg/dl, 89 mg/dl, and 138 mg/dl. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.